Event description:
It was reported that the rectal probe was not registering in the patient temperature port 1 of the arctic sun device. The cable was the issue. Nurse took cable from another device and now it was working.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the event was not reportable. The device was not returned.

Event description:
It was reported that the rectal probe was not registering in the patient temperature port 1 of the arctic sun device. The cable was the issue. Nurse took cable from another device and now it was working.